Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
Pr# (B)(4). Product evaluation pending, issue is being reported as alert could not be cleared by operator.